Event description:
A ventilator was returned to the manufacturer for service due to an allegation of a ventilator service required alarm. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step and a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and sensor board were replaced to address the issue.